Event description:
Customer reported that while the unit was in use on a pt the pressure waveform scale button was stuck so the customer was unable to adjust the size of the pressure waveform. Pt was switched to another unit and therapy was continued. No pt injury was reported.